Event description:
Allegedly revised due to broken modular neck. Neck extraction did not succeed.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 3010536692-2014-00230.